Event description:
User receiving erroneous results for sodium and potassium. Total number of patient samples affected was not provided, but user believes three patient samples were erroneous. One example was provided. Initial sodium result 101 mmol/l, repeat 72 mmol/l, 85 mmol/l and 144 mmol/l. Initial potassium result 2.4 mmol/l, repeat 2.1 mmol/l, 2.5 mmol/l and 4.0 mmol/l. Erroneous results were not reported. The field service representative determined there was a problem with the tubing and replaced the upper tubing. He also noted he cleaned valves, flushed waste line, and replaced the electrode. Performance tests were performed which were within specification.